Manufacturer narrative:
Concomitant product: c154dwkj, ICD, implanted: (B)(6) 2007.

Event description:
It was reported that the curvature of the lead was unsuitable for the vessel of the patient and the left ventricular (lv) lead displaced. The lead was repositioned and remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.